Manufacturer narrative:
The lead was in use for treatment. The lead was actively implanted for approximately 12 years, 4 months based upon the event date of (B)(6) 2020. The lead was capped and will not be returned for analysis, as a result, the allegations against this lead cannot be confirmed. No adverse patient effects have been reported. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the lead passed all applicable in-process and final inspections. Per permanent pacing lead final inspection procedure, the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The elafix p1 physician's manual, informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the physician's manual precautions the user: perform procedure under fluoroscopic guidance. Product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor inc. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported the lead was capped and will not be returned for evaluation. During elective replacement/upgrade pacemaker it was reported there was a right atrial lead malfunction (low impedance). Interrogation of the pacemaker prior to the procedure demonstrated that the right atrial lead impedance was 240 ohms. Successful dual chamber pacemaker generator change, pacemaker pocket revision and new right atrial implant successful. It was noted minimal blood loss, customer has no full details available. No adverse patient effects were reported.